Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to interrogate the device was confirmed in the laboratory. The device was tested on the bench and noise was observed. Inductive telemetry was found to be anomalous. The root cause of the anomalous inductive telemetry was an anomalous component on the hybrid. (B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving inappropriate atp and shock therapies due to supraventricular tachycardia. The device was unable to be interrogated using the wand, and eventually achieved a successful interrogation with the rf telemetry. In addition, the device exhibited inappropriate magnetic response and therapy inhibition episodes. The device was explanted and replaced. The patient was stable post procedure.